Manufacturer narrative:
Batch review performed on 9 november 2022: lot 2006159: (B)(4) items manufactured and released on 22-sep-2020. Expiration date: 2025-sep-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient presented with a periprosthetic femoral fracture about 1 month after the primary surgery. The surgeon replaced the stem and head with non-medacta implants but left the cup and liner in situ. He could not confirm what caused the fracture or when the fracture occurred.